Event description:
On (B)(6) 2016 suprarenal implant retrieval report: impression: inferior vena cava venogram demonstrating persistent thrombus occluding the inferior vena cava up to the level and including the indwelling infrarenal filter. There has been interval dissolution of the portion of thrombus previously noted to extend above the infrarenal ivc filter. There is no evidence of thrombus associated with the suprarenal ivc filter. Successful removal of the suprarenal ivc filter. Unsuccessful attempts to advance a wire and catheter into the thrombosed ivc due to the presence of markedly dense thrombus.. Given the dense nature of the ivc thrombus and of the thrombus associated with the infrarenal ivc filter, it is unlikely that ivc recanalization will ever be achieved. Also, given this chronic occlusion, it is unlikely that the infrarenal ivc filter will ever be sufficiently freed of clot and therefore this filter will likely never be amenable for retrieval."

Manufacturer narrative:
H6 conclusion code(s): appropriate term/code not available (4316) was selected because the previous investigation remains unchanged. Additional information: investigation. Investigation is reopened due to additional information provided. Per quality engineering review, the additional information provided for this complaint does not change the previous investigation conclusion. Therefore, no new investigation activities will be conducted at this time. Cook will reopen the investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. A total of 20 devices were manufactured in the reported lot. To date, no other complaints have been reported against the lot . The associated work order was reviewed. No related/relevant notes were documented. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, or that any cook device caused or contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
The previous MDR was submitted by william cook (B)(4) under manufacturer report reference number 3002808486-2020-00116. Additional information provided determined that this device was manufactured by cook inc (cinc). With the submission of this initial report, cincinforms that all future submissions regarding this complaint will be handled under manufacturer report number referenced in this initial medwatch report. Reporter occupation: non-healthcare professional. Additional information: investigation: the following allegations have been investigated: vena cava/organ/mesenteric perforation, embedment, occlusion, dvt, thrombosis, caval thrombosis, stenosis, inability to retrieve, migration, bleeding, back spasms, chronic fatigue of legs, anxiety, mental anguish, stress, physical limitations, worry. Investigation is reopened due to additional information provided. The reported allegations have been further investigated based on the information provided to date. Filter interacts with ivc wall, e.g. Penetration/perforation/embedment. This may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation, vena cava penetration. Ivc occlusion/ thrombosis, new dvt, ivc stenosis as a reported complication, is a known risk in relation to filter implant and is well documented in the clinical literature and in clinical practice guidelines. This is supported by the clinical evidence report established to assess available clinical data to identify and evaluate the clinical safety and performance of the cook vena cava filters. Potential adverse events that may occur include, but are not limited to, the following: vena cava occlusion or thrombosis, vena cava stenosis, deep vein thrombosis. Physician practice guidelines and published guidance from regulatory agencies recommend that patients with indwelling filters undergo routine follow-up. The risks/benefits of filter retrieval should be considered for each patient during follow-up. Once protection from pe is no longer necessary, filter retrieval should be considered. Filter retrieval should be attempted when feasible and clinically indicated. Filter retrieval is a patient-specific, clinically complex decision; the decision to remove a filter should be based on each patient¿s individual risk/benefit profile (e.g., a patient¿s continued need for protection from pe compared to their experience with and (or) ongoing risk of experiencing filter-related complications). For all retrievable ivc filters, retrieval becomes more challenging with time, and this is commonly due to encapsulation of the filter legs or hook (in a tilted filter) by tissue ingrowth. The filter is designed to be retrieved with the günther tulip vena cava filter retrieval set. It may also be retrieved with the cloversnare vascular retriever. Cook has not performed testing to evaluate the safety or effectiveness of filter retrieval using other retrieval systems or techniques. The published clinical literature includes descriptions of alternative techniques for filter retrieval; use of these techniques varies according to physician experience, patient anatomy, and filter position. The safety or effectiveness of these alternative retrieval techniques has not been established. Specific for ¿embedded¿ a filter that is embedded in the wall of the ivc may be difficult to retrieve. For all retrievable ivc filters, retrieval becomes more challenging with time, and this is commonly due to encapsulation of the filter legs or hook (in a tilted filter) by tissue ingrowth. Filter or filter fragment migration and (or) embolization (e.g., movement to the heart or lungs) has been reported. Filter or filter fragment movement has occurred in both the cranial and caudal direction and may be either symptomatic or asymptomatic. Potential causes may include filter placement in ivcs with diameters smaller or larger than those specified in these instructions for use; improper deployment; deployment into thrombus; dislodgement due to large thrombus burdens; and (or) excessive force or manipulations near an in situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: filter migration, trauma to adjacent structures. Unknown if the reported bleeding, back spasms, chronic fatigue of legs, anxiety, mental anguish, stress, physical limitations, worry are directly related to the filter and unable to identify a corresponding failure mode at this point in time. A total of (B)(4) devices were manufactured in the reported lot. To date, no other complaints have been reported against the lot . The associated work order was reviewed. No related/relevant notes were documented . No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information become available.

Event description:
Patient allegedly received an implant on (B)(6) 2015 via the right internal jugular vein due to deep vein thrombosis (dvt) followed by a second suprarenal filter implant (B)(6) 2015 and it's subsequent removal (B)(6) 2016. Relative to the infrarenal filter, the patient is alleging migration, vena cava perforation, inability to retrieve, bleeding, organ/mesenteric perforation, dvt, filter thrombosis, caval thrombosis, embedment, ivc stenosis. Patient further alleges back spasms, chronic fatigue of legs, anxiety, mental anguish, stress, physical limitations, worry. (B)(6) 2015, suprarenal implant report: "ultrasound demonstrates occlusion of the inferior vena cava at the level of the indwelling infrarenal inferior ivc vena caval filter. There is extension of the thrombus along the left lateral aspect of the cone of the filter up to the level of the draining renal veins. Contrast injection in the inferior vena cava shows it to be of normal caliber within its suprarenal segment with no anatomic anomaly. Final images show the suprarenal ivc filter well centered in the vein. Impression: successful placement of a suprarenal inferior vena caval filter". (B)(6) 2015 suprarenal implant retrieval report: impression: inferior vena cava venogram demonstrating persistent thrombus occluding the inferior vena cava up to the level and including the indwelling infrarenal filter. There has been interval dissolution of the portion of thrombus previously noted to extend above the infrarenal ivc filter. There is no evidence of thrombus associated with the suprarenal ivc filter. Successful removal of the suprarenal ivc filter. Unsuccessful attempts to advance a wire and catheter into the thrombosed ivc due to the presence of markedly dense thrombus.. Given the dense nature of the ivc thrombus and of the thrombus associated with the infrarenal ivc filter, it is unlikely that ivc recanalization will ever be achieved. Also, given this chronic occlusion, it is unlikely that the infrarenal ivc filter will ever be sufficiently freed of clot and therefore this filter will likely never be amenable for retrieval". (B)(6) 2016, report from radiology-doppler venous ultrasound: "impression: no evidence of deep venous or gross is identified in the right lower extremity. Nonocclusive thrombus n the left common femoral vein and superficial femoral vein. Confluence of the deep and superficial femoral veins also appears to contain central thrombus on the left". (B)(6) 2016 CT abdomen and pelvis: "impression: central thrombus in the lower inferior vena cava as well as both common and external iliac veins, all below the level of the vena cava filter". (B)(6) 2016, report from radiology: "no evidence of acute deep venous thrombosis in the lower extremities bilaterally. Chronic nonocclusive thrombus in the left common femoral vein. Resolution of previously seen left leg superficial femoral vein thrombus". (B)(6) 2016, report from computerized tomography (CT): "patient's ivc filter is below the level of the renal veins, unchanged in position." "Since (B)(6) 2015, the patients ivc has developed a trunk and, diminutive appearance, compatible with sequela related to the prior ivc thrombus. The mid to lower ivc measures up to 9 mm in diameter (series 3/67), previously measuring up to 28 mm on (B)(6) 2015. (B)(6) 2017, report CT: "ivc: a gunther tulip infrarenal ivc filter is identified. No significant tilt is identified (less than 2 degrees). The tip does not contact the ivc wall. The tip is approximately 9 mm distal to the lowest renal vein. The distal ivc is narrowed measuring up to 8.5 mm. The common iliac veins are narrowed as well. Perforation of the ivc is noted by the distal legs by 2.5 mm at the anterolateral leg, 3 mm at the anteromedial leg, 1.5 mm at the posterolateral leg and 3 mm at the posteromedial leg. Collateral veins are appreciated in the retroperitoneum".